Event description:
It was reported that 10 months post implant, 2 filter limbs were found to be fractured. The fractured limbs were found during a cavogram prior to a scheduled removal. The limbs were located close to the filter. The patient is currently asymptomatic and the physician has decided to take no intervention. The ivc was reported to be "normal" size. The filter was placed prophylactically in a trauma patient. No surgeries were performed post implant. The filter was originally placed intrarenally and no problems were noted during the procedure. There was no clot in the filter.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation, but based on the information submitted and the films that were received, the results of the investigation are confirmed, root cause is unknown. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.